Event description:
It was reported that the insulin gauge displayed an amount different than what was expected, with the current fill estimate showing 0 units instead of the anticipated 180 units. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer completed the load process and was guided through filling and loading a new cartridge by technical support. Although the customer did not complete the necessary steps to remove air from the cartridge initially, they were educated on this process and acknowledged its importance. The customer opted not to deliver a bolus to update the insulin estimate and decided to monitor the situation and follow up if needed.